Event description:
Caller reported a cartridge alarm 20, which did not adversely impact the customer's blood glucose level. However, efforts to resolve the issue by loading a new cartridge were unsuccessful as the alarm recurred. Technical support decided to replace the pump and provided instructions for the caller to return the faulty pump, put it into storage mode, and use a return box with a pre-paid label for shipping. The caller was informed about using an updated pump and advised on reprogramming settings and connecting their cgm to the replacement device, which they acknowledged and understood.